Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question and the devices fulfilled all requirements prior to release.

Event description:
A case of thrombus formation was reported during an left atrial appendage closure procedure where the versacross connect transseptal dilator (vxa) was used for the transseptal puncture. While positioning the vxa and watchman access sheath (boston scientific) on the septum, a thrombus formation at the distal end of the vxa was noted on transesophageal echocardiogram (tee) imaging. The devices were removed and flushed, no thrombus was noted on any device or on imaging. The devices were reinserted and the transeptal puncture and subsequent laac procedure was successfully completed with no patient harm. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.